Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2588 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal - surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of anemia, tobacco user, fatigue, cesarean section, pelvic pain female, sinus congestion and bariatric surgery. On (B)(6) 2015, the patient had essure inserted. On (B)(6)2022, 2588 days after essure insertion and 323 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2021 from (B)(6) 2022 left essure device removed in pieces w x ray confirmation of end of device in tube. Right essure device removed in pieces with both ends visualized grossly. Both fallopian tubes removed intact. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: findings: bilateral adnexal essure devices fibroid uterus. Impression: no acute findings in the abdomen and pelvis; on (B)(6)2021: comparison: CT abdomen pelvis on (B)(6)2020 findings: mild distention of the gallbladder. Bilateral tubal ligation devices impression: no acute findings in the abdomen or pelvis [human papilloma virus test] (date unknown): diagnoses screening for venereal disease specimen information: cervix/endocervix hpv other high risk ty° positive (a) [pathology test] on (B)(6) 2021: specimen: right fallopian tube and essure device, left essure device, right essure device final diagnosis a fallopian tube, left, salpingectomy: fallopian tube without significant diagnostic abnormality. B fallopian tube, right, salpingectomy fallopian tube without significant diagnostic abnormality. C foreign body, left essure device, removal: an essure coil device is identified. Gross examination only. D foreign body, right essure device, removal: an essure coil device is identified. Gross examination only griss description: received fresh labeled "left essure device" is a 14.7 cm essure coil device with minimal attached soft tissue. Received fresh labeled "right essure device" is a 14.1 cm in length ranging in diameter from 0.1 to 0.2, portion of wire with scant attached soft tissue and focal coiling. [Physical examination] on (B)(6) 2022: ortho exam: patient does not currently ambulate with an assistive device but does have an antalgic gait. She does have some curvature of the spine which is causing her to have a slight pelvis discrepancy, this can also be in part due to her leg calf perthes on the left quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of anemia, tobacco user, fatigue, cesarean section, pelvic pain female, sinus congestion and bariatric surgery. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2588 days after essure insertion and 323 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2021 from (B)(6) 2022. Left essure device removed in pieces w x ray confirmation of end of device in tube. Right essure device removed in pieces with both ends visualized grossly. Both fallopian tubes removed intact. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: findings: bilateral adnexal essure devices fibroid uterus. Impression: no acute findings in the abdomen and pelvis; on (B)(6) 2021: comparison: CT abdomen pelvis (B)(6) 2020. Findings: mild distention of the gallbladder. Bilateral tubal ligation devices. Impression: no acute findings in the abdomen or pelvis. [Human papilloma virus test] (date unknown): diagnoses. Screening for venereal disease. Specimen information: cervix/endocervix. Hpv other high risk ty° positive (a). [Pathology test] on (B)(6) 2021: specimen: right fallopian tube and essure device, left essure device, right essure device. Final diagnosis: fallopian tube, left, salpingectomy: fallopian tube without significant diagnostic abnormality. Fallopian tube, right, salpingectomy fallopian tube without significant diagnostic abnormality. Foreign body, left essure device, removal: an essure coil device is identified. Gross examination only. Foreign body, right essure device, removal: an essure coil device is identified. Gross examination only griss description: received fresh labeled "left essure device" is a 14.7 cm essure coil device with minimal attached soft tissue. Received fresh labeled "right essure device" is a 14.1 cm in length ranging in diameter from 0.1 to 0.2, portion of wire with scant attached soft tissue and focal coiling. [Physical examination] on (B)(6) 2022: ortho exam: patient does not currently ambulate with an assistive device but does have an antalgic gait. She does have some curvature of the spine which is causing her to have a slight pelvis discrepancy, this can also be in part due to her leg calf perthes on the left. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Surgical pathology report added. Medical history & lab data updated. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2588 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal - surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.